Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient had a skin reaction seven days after the sensor was inserted in the upper arm. The patient developed redness, inflammation/swelling, and blisters under the sensor patch. The patient had itching sensation, discomfort, and pain in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted an healthcare provider (hcp) at an urgent care clinic who diagnosed the reaction area as contact dermatitis and prescribed an oral steroid medication (prednisone 20 mg, one tablet two times daily for five days). On an unspecified date, the patient consulted a physician¿s assistant (pa) who recommended taking an unspecified otc antihistamine tablet (one 5 mg tablet once per day) to help prevent/minimize the reaction and to apply tegaderm and hydrocolloid to the skin prior to future sensor insertions. At the time of the report, the patient mentioned that the treatments and recommendations did not help to minimize the reaction and she still had irritation in the area. Patient's condition at the time of the report, patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.